Event description:
It was reported that the event occurred while in the cath lab prior to insertion. The male nurse started the intra-aortic balloon pump (iap-0500d). After the nurse established the ECG, the helium tube was connected. Helium was in the tank, but the pump alarmed with "purge failure." As a result, the nurse swapped out the pump with success. The doctor inserted the teflon sheath and intra-aortic balloon (iab) successfully and the iab therapy went on as planned. There were no pump strips generated for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate five minute delay or interruption noted with no harm to the pt. The pt outcome is okay. Support was requested by a third party service organization. Additional information received on (B)(4) 2014 stated that the pump alarmed after insertion, on the initial pumping attempt.

Manufacturer narrative:
(B)(4).